Event description:
Reportedly, the subject inductive programming head seems to be working intermittently. It was returned because the telemetry stopped during a follow-up. During testing of the inductive programming head, a first interrogation was possible but the session could not be ended due to lack of telemetry. The leds kept switching on and off. The programmer was restarted and telemetry was no longer working.

Manufacturer narrative:
Upon reception, the reported behavior could not be reproduced. Nevertheless, a software issue was excluded.

Event description:
Reportedly, the subject inductive programming head seems to be working intermittently. It was returned because the telemetry stopped during a follow-up. During testing of the inductive programming head, a first interrogation was possible but the session could not be ended due to lack of telemetry. The leds kept switching on and off. The programmer was restarted and telemetry was no longer working.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200615 - file-2019-03548 - analysis_and_closure_report_resp-2020-00679.pdf].

Event description:
Reportedly, the subject inductive programming head seems to be working intermittently. It was returned because the telemetry stopped during a follow-up. During testing of the inductive programming head, a first interrogation was possible but the session could not be ended due to lack of telemetry. The leds kept switching on and off. The programmer was restarted and telemetry was no longer working.